Manufacturer narrative:
(B)(4). The device reported, list number 51366, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 51366, that is marketed domestically. The testing and investigation results did not confirm the balloon hole/burst/leaks complaint; however, a hole in the balloon inflation lumen was identified. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a balloon hole/burst/leaks. The gastrostomy tube was inserted on (B)(6) 2013 and was found deflated and replaced on (B)(6) 2013.